Manufacturer narrative:
Evaluation of the returned device showed no problems. Customers complaint could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause could not be confirmed. D4 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking at the back right corner. No patient injury was reported.